Manufacturer narrative:
One cadd legacy one (1) pump was received in good physical condition with a scratched screen. The event history log was unable to be downloaded. The device was powered up and alarmed with error code 1610 which is an issue with the circuit board. The circuit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy one (1) pump kept beeping. There was no patient involvement.